Event description:
It was reported that when using the pyxis anesthesia system the drawer 2 was failed to open. The customer stated that this malfunction occurred while user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed to open. The field service engineer found there is no error from the drawer, when user tried to access medication, it would open to pocket 1 (empty) and would not open further (because machine thought there was only 1 total). This issue was apparently user error. Hence it was caused to user training. The system functioned as intended after the field service engineer troubleshooted the device.